Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be a urinary tract infection (uti) and polycystic kidney disease; however this was unable to be confirmed and the cause of peritonitis was assessed as unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with unknown antibiotics (intravenously, drug names, doses, frequencies, and durations were not reported) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.